Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascrs0041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was foreign matter within the package. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign matter is confirmed and the cause appears to be supplier related. One opened 22 ga x 0.75 in safestep infusion set was returned for investigation. The sample was returned in opened packaging. A piece of paper with a drawn red circle was attached to the luer hub with tape. An orange colored material was observed within the hub at the location the paper was attached. The material was attempted to be removed from within the hub using pick but was unsuccessful. The hub section with the material was cut in order to observe the inner surface. Material damage was present due to the use of the pick. The orange material appeared to be covered in a layer of plastic. The orange colored material appeared to be a granular, gel-type material. As the material appeared to be encased within the hub material during the evaluation of the sample, the complaint is confirmed and appears to be supplier related. The supplier has been notified of this event. A lot history review (lhr) of ascrs0041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was foreign matter within the package. No other information was provided.